Event description:
It was reported that a cartridge could not be inserted onto the pump because the metal seal was missing. Despite trying various cartridges, the pump incorrectly indicated that the cartridge was empty and could not deliver insulin. There was no adverse impact on the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.